Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Sales rep reported patient's constrained liner disassociated from acetabular shell in the left hip.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events reported for this lot. Conclusions: the event was not confirmed because the device was not returned for evaluation and insufficient information was provided. However, the subjected device has been identified as within the scope of a CAPA opened on 1-sept-2016 to identify actions to restore the complaint rate for harms associated with component disassociation for trident constrained liners, catalogs: 690-00-xxx and 690-10-xxx, to levels that are acceptable per the applicable risk documents. The CAPA identified patient factors and surgical factors as root causes leading to component disassociation for trident constrained liners. The patient factors which were identified as root causes include excessive range of motion, soft tissue laxity, component subsidence and trauma. While component malposition, prosthesis impingement at the extremes of joint motion, revision to a constrained liner without revision of the stem or shell, constrained liner not fully seated in the shell, head not fully seated in the constrained liner, constrained insert used in competitor shell were the surgical factors identified as root causes. Nc was raised (B)(6) 2016 due to new hazard/harm combinations and exceeded complaint rates for trident constrained liners and a CAPA was initiated on 1-sept-2016 to identify actions to restore the complaint rate for harms associated with component disassociation for trident constrained liners, catalogs: 690-00-xxx and 690-10-xxx, to levels that are acceptable per the applicable risk documents.

Event description:
Sales rep reported patient's constrained liner disassociated from acetabular shell in the left hip.